Manufacturer narrative:
The hill-rom technician inspected the device and found that the attachment point on the slingbar was broken. The periodic inspection for liko mobile lifts (B)(4) states under check point 6. "Slingbar" to make sure there are no deformities in the attachment point. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. A maintenance sticker on the lift indicated the last performed maintenance on this device was (B)(6) 2012. No further information is available on the repair of the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the slingbar hook broke and patient fell. The lift was located at the account. The patient was reported as having suffered bruises from this incident. This report was filed in our complaint handling system as complaint # (B)(4).